Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was experiencing stomach and rib stimulation when the stimulation amplitude was increased. The scs system has been reprogrammed, but the issue was not resolved. It was reported the physician may undertake surgical intervention to address the issue.